Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified through follow-up with the physician's office that the shock was due to atrial fibrillation with rapid ventricular response. The patient's medications were adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock. The implantable cardioverter defibrillator (ICD) had detected supra ventricular tachycardia (svt) and was withholding therapy due to wavelet, however the device then classified the episode as ventricular fibrillation (vf) due to high rate timeout. The device remains in use. No further patient complications have been reported as a result of this event.